Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient who had a bridge seated on (B)(6) 2012, required a root canal treatment for tooth #4. The bridge was fabricated from 3m espe lava ultimate implant crown restorative. It was reported that the patient first experienced pain and sensitivity to heat on (B)(6) 2014. The patient has been seen in this office several times since the root canal and is reported as being fine.